Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states that he chair is intermittently turning off and you can see where the joystick cable has been pulled out, wires are exposed at the base of the joystick.